Manufacturer narrative:
During processing of this incident, further information regarding weight was requested but not received. Date of event is estimated. During processing of this incident, an attempt was made to obtain complete event information; however, no further information was known or received. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both systems were explanted at an unknown date and for an unknown reason. No further information is known.